Event description:
Event description guidant received information that during a device replacement procedure, this right ventricular lead was explanted due to observed loss of capture. No adverse patient effects were reported.